Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA, as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported developing an allergic skin reaction while wearing the adc freestyle libre sensor. Furthermore, the customer stated that she developed a "bad reaction, bruise, and blister" at the sensor site. There is no report of third party medical treatment provided. No further details were provided. There was no report of death or permanent injury associated with this event.